Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v867749, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient wanted to change to a different program but was not sure how to. The patient was able to change program with assistance. It was reported that when the patient synced with their device they found that the implantable neurostimulator (ins) was off. The patient wanted the ins on and then turned stimulation on. It was reported that when the patient turned stimulation on it gave them a "little jolt ". The ins was on and set on program 3 at 4.0v. It was reported that the patient's symptoms changed about a month ago and symptoms went back to how it was. The patient had been going to the bathroom every 2 hours during the day and night and sometime 4 hours. It was noted that the patient was a water drinker but was not sure if that is the reason they were going to the bathroom. It was reported that the manufacturer representative had them set on program 2 at 6.0v but it was too high and irritating but "not painful" for them at night and that was the reason they wanted to change to a different program. The patient changed to program 3 at 4.0v and could feel stim. It was reported that the patient had a loss of therapeutic effect. It was noted that the patient did not have any falls or trauma. Additional information received reported that if the manufacturer representative came town the patient would like to see them. Additional information received reported that the manufacturer representative never saw the patient or spoke to them over the phone, but they ¿thought¿ the patient was scheduled for a revision.